Event description:
The customer reported that the insulin pump was not functioning properly and it was not delivering insulin correctly. The caller experienced high blood glucose the past week and changed the infusion set multiple times. The blood glucose reading was 386mg/dl. Two days later, the customer called back and stated having trouble with losing the sensor when she inserted into the leg. Advised the customer per FDA and cdc the sensor is only approved to use in the abdomen. The caller stated that she has inserted in the abdomen for several years and does not doubt there is scar tissue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.